Event description:
It was reported that the unit is freezing up during use. Customer has to turn machine off and back on to get the unit to come back on. Had customer use a different cord, that did not make any difference. Had the customer unplug all accessories, the unit is freezing up when the printer is plugged into the usb port.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.